Manufacturer narrative:
Concomitant products: product ID: neu_unknown_lead, product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The healthcare professional (hcp) via the manufacturer representative (rep) reported that there was a low impedance reading between contact 0 and 1. It was noted that since this was the problem combination before they replaced the patient¿s electrode, the hcp was confused about with this was a new problem or persistence of the old problem in which case they couldn¿t understand how benefit had been restored with replacing the lead without fixing what they thought was the problem. The rep indicated that the short between contacts 0 and 1 appeared to be a different isolated issue. It was stated that therapy should be fine as long as they didn¿t program those 2 contacts to be active in a program at the same time. The patient was counseled and a note was made in their electronic record that the patient shouldn¿t get a body magnetic resonance imaging (MRI). The patient was implanted for dystonia and movement disorders.

Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.